Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the motor was seized and was rough running. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: additional information: during subsequent follow-up with the customer additional information was received. The customer reported that the type of surgery was ligament. The customer clarified that there was no damage to the tool; and that it was working well, stopped; and then they changed batteries but it did not work anymore. It was also reported that apparently there was no contact problem by the time the trigger was pulled during normal use of tool which was drilling or sawing. The customer indicated that no medical treatment was necessary.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the small battery drive device suddenly stopped. The reporter stated that there was a contact problem when the trigger was pulled during normal use of the tool; which was drilling or sawing. As a result, there was a 40 minute delay to the surgical procedure. It was not reported if a spare device was available for use. There was patient involvement reported. The reporter indicated that the patient status was fine. It was not reported if there were any injuries or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.